Event description:
Device 2 of 2. Reference manufacturer report number 1627487-2019-05255. New information received states that patient needs a pump and physician wants a magnetic resonance imaging. The system was explanted due to this reason.

Event description:
Manufacturer report number 1627487-2019-05255. New information received states that the system was explanted. No further information is available.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer report number 1627487-2019-05255. It was reported that device explant procedure is anticipated in the near future. No further information is available.